Event description:
It was reported, "collapsed tibial tray. Revision of tibial components."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device kept by hospital. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.